Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited steadily rising impedances and thresholds. The lead was now noted with high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.